Manufacturer narrative:
The event of "drainage" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: drainage.

Event description:
Patient reported right side "oozing from the areola." Manufacturer of device is unknown. Device remains implanted.

Event description:
Patient reported right side "oozing from the areola." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.